Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was report that this pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. New information was received that this pacemaker device was surgically explanted due to premature battery depletion. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was report that this pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.